Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4). A review of the device history record for sn (B)(4) was performed from date of manufacture 12/08/2010 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
The customer reported a broken syringe holder. No patient involvement is noted.